Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Reportedly, the customer over-filled the cartridge. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 171 mg/dl.